Event description:
It was reported that during inspection, the stent was loose on the stent delivery system. This was noted after loading the stent delivery system onto the guide wire. The product was not used and no pt injury was reported. This event is being filed based upon the investigation analysis of the devices.